Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons falling apart, have to go fishing the other half of the contents [foreign body in reproductive tract] . Tampons falling apart when I remove them [complication of device removal] . Tampons falling apart [device breakage] . Case narrative: consumer reported via e-mail that tampons are falling apart during removal. No serious injury reported.

Manufacturer narrative:
Product was identified as a non p&g tampons product.

Event description:
Tampons falling apart, have to go fishing the other half of the contents [foreign body in reproductive tract] tampons falling apart when I remove them [complication of device removal] tampons falling apart [device breakage] case narrative: consumer reported via e-mail that tampons are falling apart during removal. No serious injury reported. 31-may-2022: follow-up with the consumer confirmed that the product involved in this report was not a p&g tampax tampon product, so this case will be deleted from our database.